Manufacturer narrative:
The device was received in backup mode. Backup operation was triggered by nmi which was caused by cautery during the explant procedure. Visual inspection found cautery marks on the device which is consistent with the field complaint of output anomaly .the device was tested on bench and no anomalies were found.

Event description:
It was reported that the pacemaker dependent patient presented in the operating room for a scheduled generator replacement. During the procedure the pocket was opened using cautery resulting in pacing inhibition lasting for 30 seconds. Device exhibited output anomaly. Cardiopulmonary resuscitation was performed till the device resumed pacing. The patient was noted to be stable at that time.